Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000 mcg/ml, dose not reported via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient was in the ICU (intensive care unit) when the patient started having issues with mental status today so they wanted the pump checked to see if the pump was working. There were no interventions reported and no further patient complications have been reported as a result of this event.